Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the esprit btk instructions for use states: do not use after the ¿use by¿ date. The violation related to use after expiration was recognized and reported by the account. Based on the information received, the investigation determined that the reported issue appears to be related to user error. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - use after expiration.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. The 3.0x28mm esprit btk system was inspected prior to use and it was noted the device expired on 6/06/2025. The physician acknowledged the expiration however decided to implant the scaffold anyway. The device was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.